Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, the pump was beeping excessively. Tandem technical support made multiple attempts to follow up with customer and did not receive a response.